Event description:
It was reported that following a fall or other form of trauma, the patient experienced a loss of therapeutic effect. No outcome was reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.